Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).

Event description:
A materials manager reported that after an intraocular lens (iol) was implanted, the pt was unhappy with the visual outcome. The iol was exchanged. Additional info has been requested.